Manufacturer narrative:
At the time of the event, the weekly automated flow cell maintenance procedure was in use but beginning the week of (B)(4) 2010, the twice-weekly flow cell maintenance procedure was used. A bci fse (field service engineer) performed a cleaning of the system. Although, the ise (ion-selective electrode) flow cell was decontaminated and the ratio pump was rebuilt, and this alleviated the problem, no clear root cause was determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.

Event description:
Customer reported to beckman coulter, inc (bci) that intermittent erroneously low sodium (na) and high chlorine (cl) results were obtained on the unicel dxc 800 instrument. Prior to each event, the ise (ion-selective electrode) system was calibrated and all qc (quality control) results were within the lab's established ranges. All samples with negative anion gaps are normally repeated per laboratory protocol before reporting. The patient samples were repeated, the anion gaps were found to be acceptable and only the repeated results were reported. No erroneous results were reported out of the laboratory. A sample of the original and repeated na and cl results were provided by the customer. There was no report of any adverse event or serious injury related to this event and there was no effect to patient treatment.